Manufacturer narrative:
A review of the batch records for the navina classic control unit identified no manufacturing deviations or nonconformities. No similar complaints have been reported for this lot. The returned device was functionally tested, including balloon inflation (2 pumps) and irrigation with 500 ml of water. The device performed as intended and met all specifications. No device malfunction was identified. The rectal catheter used during the event was not returned and could not be evaluated. Available information indicates that the irrigation procedure involved multiple catheter insertions, repeated balloon inflations following catheter expulsion, and reported resistance during insertion, along with observation of blood prior to completion of irrigation. The procedure was performed by a caregiver during their first independent use of the device. Complete procedural details could not be confirmed, as the user declined to provide additional information. The patient has significant preexisting medical conditions, including neurogenic bowel and an extensive history of abdominal and urological surgeries, which may increase susceptibility to bowel injury. Based on the available evidence, no device deficiency has been identified. The root cause of the event cannot be definitively determined; however, procedural factors and patient-specific conditions may have contributed. The manufacturer will continue to monitor for similar events and will update this report if additional relevant information becomes available.

Event description:
A 28-year-old patient experienced a bowel perforation following transanal irrigation with a navina classic system and rectal balloon catheter on (B)(6) 2026. The procedure was performed at home by a newly trained nurse during her first independent use. During the procedure, the catheter was inserted and the balloon inflated (2 pumps). The catheter was expelled with the balloon still inflated. After deflation, the catheter was reinserted and reinflated; however, it was again expelled with the balloon inflated. A third insertion attempt was made, during which resistance was encountered and minor bleeding was observed. Irrigation was subsequently performed in two interrupted attempts with approximately 450 ml of water instilled. The patient developed symptoms immediately after the procedure and was transported to the emergency room the same day. The patient underwent surgical repair of a bowel perforation on (B)(6) 2026, followed by a second surgery for colostomy on (B)(6) 2026. The patient is currently hospitalized and stable.